Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had two motor error alarm. The customer stated that she was getting no delivery alarms after did a set change during bloused and blood glucose level was 422 mg/dl. The customer was assisted with troubleshooting and she declined troubleshooting her insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they checked the drive support cap and it was indented. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.